Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient experienced hematoma at the implant site. The hematoma was evacuated, and the ICD remains in use. No further patient complications have been reported as a result of this event.